Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a neck dissection procedure, while deploying the device, the clip did not come through in to the jaws but the scissoring action occurred which cut the actual vessel on the neck. Surgeon had to over sew the vessel with a prolene suture. The surgeon managed to keep the procedure under control with no adverse effect on the patient. Delay in procedure unknown, this would be the time it took to over sew the vessel. It is noted that 15 clips had already been fired before this event happened.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did bleeding occur? If so, please quantify amount of bleeding that occurred. Were any blood products given to patient? Was there any change to procedure or post-op patient care?